Manufacturer narrative:
The field service engineer (fse) found a broken degasser pump and replaced it. The investigation determined the issue identified by the fse was the root cause of the event.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c 702 module. The initial result was 145 umol/l. This result was reported outside of the laboratory, the patient was not treated. The repeat result was 78 umol/l. The crep2 reagent lot number was 48466601 with an expiration date of 31-mar-2021.